Event description:
The customer complained of receiving alarms on the insulin pump. The customer stated that she was admitted to the hospital and released after receiving long acting insulin. The reported blood glucose reading was 136 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was programmed with a basal and monitored. No alarms were observed. However, the insulin pump alarmed during the manual prime due to a faulty force sensor.